Event description:
Treatment of a large unruptured saccular aneurysm measuring 17mm x 7mm located in the cavernous segment of the left ica (internal carotid artery). Dual antiplatelet therapy was given to the patient. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline began to kink as it was deployed around a corner. It was decided to remove the device by trapping the pipeline braid between the capture coil and the catheter. A new pipeline (5mm x 20mm) was implanted successfully in the patient to complete the procedure. Post procedural angiogram showed an eclipse.

Manufacturer narrative:
The pipeline, pushwire, and catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the capture coil and pipeline braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).